Event description:
It was reported that a (B)(6) female who underwent primary breast augmentation with a 600cc mentor memorygel breast implant (left) and a 650cc mentor memorygel breast implant (right) experienced left sided rupture, lift sided baker grade ii capsular contracture, and bilateral ptosis post procedure. The left implant was larger than the right. As a result, left sided explant was performed on (B)(6) 2022. The left sided issues were reported to mentor on (B)(6) 2022. On (B)(6) 2022 mentor received additional information and initial awareness of the right sided issues. This report relates to the left prosthesis. See 1645337-2022-08317 for contralateral prosthesis report.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture/rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on july 15, 2022. This device, previously reported to have been explanted, was repositioned within the patient and reused. Manufacturer¿s reference number: (B)(4).